Event description:
Reporter alleged obtaining a discrepant blood glucose result of 106 mg/dl on the advantage system 1 compared back to back with a result of 263 mg/dl on the advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspected device used in system 1 (lot number and expiration date not provided). Reference medwatch report for the suspect device used in system 2.